Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy 6 shooter saeed multi-band ligator. During banding of varices in the esophagus, the bands reportedly deployed two at a time and the last band would not deploy. They were able to complete the procedure with this ligator device. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: description of ligator device components: the ligator device has six bands that are loaded onto the outside of the ligator barrel. The trigger cord contains a pair of beads that rest behind each ligator band. As the trigger cord is pulled, each set of beads pushes a ligator band to the end of the barrel until deployment occurs. All of the ligator device components (except the bands deployed during the procedure) were returned for eval. The ligator handle functioned properly. Only one of the six ligator bands remained loaded on the outside of the ligator barrel. The trigger cord is no longer attached to the barrel at the loaded band. The locations of all beads on the trigger cord were subjected to a dimensional verification. All bead locations are appropriate and within specification. Due to the condition of the returned ligator components, we were unable to perform a functional eval of the device in question. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed during our laboratory eval. After a review of the device history record for the finished goods lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the trigger cord sub assembly work order for this lot was conducted. For every lot of this subassembly, a sample is subjected to a destructive tensile test for verification of the bead to trigger cord joint. The minimum requirement is 1 lbs of tensile force. All subassembly tensile test values for this lot are above the minimum requirement. Therefore, a discrepancy was not observed during our review of the sub assembly work order. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of premature band deployment is remote and the likelihood of band deployment difficulty is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Comments regarding report of premature band deployment: the instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during sys preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Comments regarding report of last band would not deploy: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of premature band deployment and difficulty with band deployment. This product was manufactured prior to implementation of this corrective action. The likelihood of premature band deployment is rare and the likelihood of difficulty with band deployment is remote. Customer qa will continue to monitor for complaint trends.